Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the following message appears in a remote monitoring report: the subreport "warningobservationsdashboard" could not be found at the specified location warningobservationdashboard. Please verify that the subreport has been published and that the name is correct.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The review of provided data highlighted the presence of the sentence ¿warningobservationsdashboard" could not be found at the specified location warningobservationdashboard. Please verify that the subreport has been published and that the name is correct¿ on the pdf report issued on 30 november 2023 for the active implanted device ulys dr s/n 148dq011. This section of the pdf report should be fulfilled with warning observations from a subreport ¿warning observations dashboard¿. This message is displayed when the subreport ¿warning observations dashboard¿ cannot be found at the time of the creation of the pdf report. During the investigation it was possible to generate the pdf report with all the sections and it hasn¿t been possible to reproduce the issue nor to find the root-cause of the issue. Therefore, this case is retained and utilized for trend purposes. No general malfunction is suspected on the device.

Event description:
Reportedly, the following message appears in a remote monitoring report: the subreport "warning observations dashboard" could not be found at the specified location warning observations dashboard. Please verify that the subreport has been published and that the name is correct.